Event description:
The following has been reported: reported a pump that began alarming when we restarted the pump as part of the initial provisioning. The on screen banner was red and stated service needed pump problem. Silenced the alarm and took a picture of the screen for your reference. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: pneumatic valve actuation failure (pva-1). Reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. Pump problem alarm upon startup. Ran a pneumatic check and pump failed to initiate compressor. Opened pump and inspected pneumatic system connectors, didn't find anything unplugged. Major pinching found on one of the valve 6 electrical wires, needs replacement due to concerns of internal severing of the cable. Unplugged and re-plugged all pneumatic assembly electrical connectors despite damage to valve 6 wire to verify functionality of the pneumatic system. Re-tested pump and it passed basic hardware check. Returned pump to clinical mode and pump booted correctly and infused correctly for half an hour. Recommend pump is returned for replacement of valve 6, full functional testing and entered into refurbished inventory. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.